Event description:
It was reported that on (B)(6) 2026, an unknown amplatzer septal occluder was chosen for implant using an 5f amplatzer torqvue delivery system. The delivery system was advanced to the appropriate position for deployment, and the hemostatic valve was connected. The delivery sheath was inspected prior to use and no damage, kinks, or obstructions were noted. The device was also flushed and prepared in accordance with the instructions for use (IFU) before attempting delivery. During advancement of the delivery wire, resistance was encountered while the device was between the charging system and the delivery system, and the device did not progress. It was reported that the patient did not have tortuous anatomy. To avoid potential damage, no additional force was applied. The occluder was subsequently removed, and upon inspection, a slight deformation was observed in its structure. The deformation was corrected by gently massaging the device while submerged in solution. It was later noted that a 6f delivery system had been selected for the procedure to facilitate device advancement and minimize complications; however, based on the patient¿s clinical condition, the recommended approach was to avoid the use of an oversized delivery system.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.